Event description:
The customer reported to baxter healthcare corporate product surveillance one primary clearlink continu-flo solution set in which the luer could not be connected to an unspecified j-tube. The customer observed that the luer of the primary set was malformed. No patient involvement, injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. Visual inspection showed that the male luer collar was damaged. The root cause was undetermined.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.